Event description:
It was reported that the day after the implant procedure, the patient was experiencing pain in the left side. It was also reported that the patient was experiencing bowel movement issues and vomiting which resulted to visiting the emergency room (ER). The physician believed that the pain was not due to the procedure. There were no medical issues detected in the ER. The patient had an appointment with the primary physician and was prescribed medication. It was also noted that the patient was successfully reprogrammed and was doing well.